Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). Reference reports: device 1: (B)(4), 1317056-2022-00037. Device 2: (B)(4), 1317056-2022-00038. Device 3: (B)(4), 1317056-2022-00039. Device 4: (B)(4), 1317056-2022-00040. Device 5: (B)(4), 1317056-2022-00041. Device 6: (B)(4), 1317056-2022-00047. Device 7: (B)(4), 1317056-2022-00048. Device 8: (B)(4), 1317056-2022-00049.

Event description:
Device 8 of 8: an end user reported an issue with 8 separate exodus drainage catheters that have experienced hub cracks. The devices required removal. Additional information provided reported the catheters were replaced with a different drain brand. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of (hub cracked) cannot be confirmed as the device was not returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. DHR/shr review was not performed since no upn or lot number was provided. Labeling review: the instructions for use which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Reference reports: device 1: (B)(4), 1317056-2022-00037. Device 2: (B)(4), 1317056-2022-00038. Device 3: (B)(4), 1317056-2022-00039. Device 4: (B)(4), 1317056-2022-00040. Device 5: (B)(4), 1317056-2022-00041. Device 6: (B)(4), 1317056-2022-00047. Device 7: (B)(4), 1317056-2022-00048. Device 8: (B)(4), 1317056-2022-00049.